Manufacturer narrative:
This report is submitted on august 02, 2022.

Event description:
Per the clinic, the patient experienced skin infection at implant site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient developed a wound over the implant site, exposing the electrode. Due to this, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september,06,2022.